Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and endocarditis was noted. A few days before the explant, the patient was provide with a central venous catheter on the left side. Upon attempting to remove the right ventricular (rv) lead, it was difficult. It appeared something was stuck in the area of the coil while the tip and the coil could be removed easily. Finally the lead was removed successfully. When the lead was inspected outside the body it was noted there was insulation damage, this was not visible on x-ray. It was noted that the insulation damage could have been a result of the catheter implant a few days prior to the revision. It was noted that there was variations in the lead measurements which would also support this theory. The system will not be returned. No additional adverse patient effects were reported.